Event description:
Unstable knee with suspected tibial loosening. The revision surgery was scheduled for (B)(6) 2015. All implants have been removed. The tibia component was loosening and the insert clearly damaged. On (B)(6) 2015, it was reported that the surgeon communicated that the insert was damaged due to the varus tibial component. Moreover, the loosening is related to the bad positioning of the tibial tray during primary surgery. MFR ref #: 3005180920-2015-00067.